Event description:
Father notified me of fluid dripping from IV tubing. Pin size hole at the back of filter where circular fusion area is present. IV fluids running through chemo tubing with filter. Infusion stopped, port heplocked. Tubing taken down and filter saved and given to educator. New lines sterile primed and infusion resumed within an hour. Evaluate lot numbers for trends in malfunctions. 18 " ext set w/0.2 micron filter clave, spiros, clamp fluid dripping from IV tubing. Pin size hole at the back of filter where circular fusion area is present. Notes indicate it [the device] was sent back to manufacturer for evaluation.